Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97740, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on 2016-02-24 that they were getting poor communication and poor communication screen with or without the patient programmer (pp) antenna attached. The indications for use were spinal pain and failed back surgery syndrome. It was also reported that the implant had been placed right on their spine and hurt all the time. Additional information was received on february 25th stating that the patient did try using their implantable neurostimulator (ins) recharger (insr), and it was not connected to the implant, showing the relocate antenna screen. The patient stated that they had successfully recharged the implant the previous day. A replacement pp had been sent to the patient, but it still would not work with or without the antenna. There was no telemetry despite trying new batteries in the pp. The insr would also not connect. The patient's stimulation was off because they were not using it, and they could not turn it back on. They were not aware that the insr could be used to turn stimulation on and off. They did not believe the problem was with their equipment, but that the ins had been installed in a bad spot. The patient responded on march 16th stating that the contributing circumstance to the communication issues was that it (the ins) was placed high center of their spine. They noted that pressure on it hurt a lot, and they had poor communication with it. Steps that had or would be taken to resolve the issues was proper placement in their hip or side so they could sleep or sit comfortably on their back.

Event description:
Additional information received from the patient reported that the circumstances that led to the poor communication with the patient programmer (pp) and implantable neurostimulator recharger (insr) was that "it fell between the muscles and was confirmed." The steps that would be taken included moving it to a better location but no plans had been scheduled yet and to "place a permitted battery to avoid this in the future."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.